Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the adc device was reported. A customer reported receiving an unspecified low scan on the abbott diabetes care (adc) device compared to an unknown result obtained on an unknown device. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Customer did not experience any symptoms, however, had contact with a healthcare professional (hcp) who provided unspecified treatment for the reported product issue. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 57 mg/dl, 78 mg/dl, 75 mg/dl was compared to an adc meter result of 297 mg/dl, 297 mg/dl,260 mg/dl length of wear was one day. When the provided results were plotted on a parkes error grid, fell into the "d", ¿c¿, ¿c¿, zone respectively showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.